Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was admitted to the hospital for diabetic ketoacidosis (dka) and elevated blood glucose (600 mg/dl); cause was due to entering incorrect values into the pump for bolus requests. Customer was treated with insulin drip and morphine. Customer was discharged on (B)(6) 2017 with no permanent damage. Customer resumed pump therapy.